Event description:
It was reported that the asymptomatic pt presented in the clinic for routine follow up. Implantable cardiac monitor device exhibited intermittent ventricular under sensing. It was resolved by reprogramming. Device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.